Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet insulin pump¿s display assembly separated, with the screen bezel splitting to expose the interior of the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure of bonding in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.